Manufacturer narrative:
G4: 21feb2020 b4: (B)(6)2020. Information was received that there was no issue with the touchscreen and the customer refused repairs/service of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jan2020.

Event description:
It was reported that the ventilator had a touchscreen problem. There was no patient involvement.